Event description:
Pt reported that each of the gammagard infusion ran faster than usual using the freedom pump. Typically each of the 3-60ml syringe infuses over 30 mins (on pump program it is calculated as 1hr/45 mins) but the last infusion on (B)(6) 2019 each of the 60ml syringes infused over only 18 mins and then other 8 mins. Pt stated she did not experience any adverse effects as a result. Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Unk if pump is available for return or if we replace malfunctioning pump. No further details available, spontaneous report. Reported to (B)(6) by pt/caregiver.